Manufacturer narrative:
Additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device not being returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 an open reduction internal fixation was applied to surgery for distal radius fractures. While the surgeon was drilling the bone using a drill bit, there was a malfunction with the rotation of the drill bit. Another drill bit with the same part number was used to complete the operation. The surgery was completed successfully. There was no adverse consequence to the patient. This is report 1 of 1 for (B)(4).